Event description:
The recipient reportedly experienced electrode extrusion. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section d.6b. The recipient's device was reportedly not explanted. The recipient underwent repositioning on (B)(6), 2021. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.